Event description:
Failed troch nail; the anti rotation screw backed out almost completely and the lag screw advanced into the acetabulum.

Manufacturer narrative:
The devices associated with this report were not returned. Although the exact root cause could not be determined, initial implant placement and bone quality are contributing factors. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The exact root cause cannot be determined without the x-rays. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.